Event description:
Additional information was received from the customer on (B)(6) 2021. The procedure was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the phenomenon (no image) occurred due to cable failure, which caused communication failure between the processor and the camera head. The cable failure is likely due to user handling. A review of the instruction manual identifies the following verbiage regarding cable damage, which may prevent the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty cable unit. In addition, the rear cover labels are fading. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during an unknown procedure the device was not recognized on the tower. At the time of estimation, it was observed that the device had a faulty cable unit with no image yielded. There is no reported harm or adverse impact to the patient.